Manufacturer narrative:
The account has not completed repairs.

Event description:
The accounts biomed stated that the head will rise by itself after the bed has been plugged in for a while. He has isolated the siderails and the issue remains.